Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to process residue near resistor, designator r35, on the digital pcb assembly, which prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). During an initial inspection of the customer's device, physio-control observed that the device was unable to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). During an initial inspection of the customer's device, physio-control observed that the device was unable to power on. There was no patient use associated with the reported event.